Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a tego® connector where the reporter stated that a new tego had immediate high pressures, tego removed, and pressures improved. The event occurred during use on a patient. It was unknown how long it was in use. Someone became aware of the issue due to high pressure of dialysis machines and inability to aspirate through tego. The medication used was renal dialysis treatment. There was patient involvement, delay in therapy, but no adverse events/harm by the reported event.

Manufacturer narrative:
Two (2) used. List #d1000, tego¿ connector were returned for evaluation. As received some blood residual internally was observed, but no additional damage or anomalies were observed. No mating device was returned for evaluation. An occlusion in the fluid path was confirmed in both samples. However, the samples were flushed and a blood clot came out in both samples and no longer occlusions were observed. Both samples were tested as per procedure and met the specifications. Complaints of immediate high pressures can be confirmed. The probable cause is typically due to a blood clot during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.